Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, an fse was dispatched the customer to address the reported event. During servicing, the fse checked the voltages and saw that they were out of specification. The fse adjusted the voltages to the proper settings and then restarted the instrument with no errors. The instrument was operational. There was no further action required by fse. The most probable cause of 3130 fan fuse blew and errors 4123 sample-z home overrun, 4153 c. Trans-z home overrun, and 4093 d. Lane-mix home overrun was due to voltage settings.

Event description:
On (B)(6) 2015, a customer reported error 3130 fan fuse blew and errors 4123 sample-z home overrun, 4153 c. Trans-z home overrun, and 4093 d. Lane-mix home overrun with their a1a-900 analyzer. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.